Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age, moderate annular calcification, moderate leaflet calcification, severe aortic root calcification, narrow stj with circumferential calcification) likely contributed to the reported ascending aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm edwards bav balloon catheter using 2ml less than nominal volume. Following bav, aortography showed a ¿slight¿ jet of contrast at the left coronary cusp (lcc) and the non-coronary cusp (ncc). The balloon shoulder did not touch the sinotubular junction (stj). A 23mm sapien 3 valve was deployed with nominal volume and landed in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, the blood pressure increased to 150 mmhg and trivial paravalvular leak (pvl) remained. Approximately 15 minutes post valve deployment, the blood pressure decreased and tee showed a pericardial effusion. A ¿hematoma-like¿ shadow was observed near the stj. Blood aspiration and drainage was performed via a ¿mini-thoracotomy¿ on the xiphoid process. The blood pressure became stable and hemostasis was obtained. Total bleeding amount was approximately 200ml. Two (2) units of red cell concentrate (rcc) were transfused. The patient was transferred to the ICU intubated, with the drain tube in place. Observation under blood control was decided. The patient¿s condition was reported to be stable thereafter. The native annular valve area measured 430mm2 to 440mm2 by CT. Moderate valvular calcification, moderate leaflet calcification (all leaflets) and severe aortic root calcification was reported. The stj was reported to be narrow. The minor axis of the stj measured approximately 20mm and a height of 19mm. Circumferential calcification of the stj was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.